Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery with mild tortuosity and 95% stenosis. Pre-dilatation was performed using a non-abbott balloon catheter with residual stenosis less than 40%. When the sterile foil of the device (3.5x12) was opened, the catheter seemed to be sticky while being removed from the foil. The device was advanced and reached the lesion without resistance; however, when the balloon was pressurized, the balloon completely failed to inflate and opaque leakage was observed. The device was removed immediately. Afterwards, a second device was implanted successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue and leak were unable to be confirmed; however, a proximal seal separation was noted. Difficult to remove the protective sheaths (stickiness) could not be replicated in a testing environment as the protective sheaths were not returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for difficulty removing the protective sheaths, leak/inflation issues or shaft break/separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report being filed, additional information was received stating it is unknown as to whether the noted leakage was coming from the balloon or the distal catheter.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.